Event description:
Follow-up with the patient revealed that the seizures she reported were to a level around what they were before vns but not higher. The patient was unsure if her vns device was active or not. However, she reports that her vns system has not been explanted. The patient explained that she has an implanted medtronic deep brain stimulation (dbs) system, but could not recall when she had received the dbs implant. Follow-up with the neurologist which the patient reported she had seen revealed that she has not been seen in their office since 2008 and therefore they have no information regarding her vns system or her seizure status. There was no indication of any device anomaly prior to 2008. Information was received that the patient had made an appointment with a neurosurgeon for consult to replace the vns system on (B)(6) 2014, but the patient cancelled that appointment. Further information indicated that replacement of her vns would be undertaken but only after removal of her medtronic deep brain stimulation device which was to be removed due to lack of efficacy. Neither surgery has taken place yet due to patient non-compliance with scheduled visits.

Event description:
The patient reported that she has begun having seizures. The patient was seen by a new neurologist and claims that the neurologist wants the patient to undergo vns removal. The patient does not want the device explanted.review of device programming history showed that the device was programmed off on (B)(6) 2004. It is unknown whether or not the patient is currently receiving vns therapy. It is unknown whether or not the seizures are an increase above the patient's pre-vns baseline frequency. No additional relevant information has been provided to date.